Manufacturer narrative:
Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
Through implant patient registry it was learned that a patient with a 25mm 7300tfx valve in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of 8 years, 1 month due to unknown reason. The ttvr was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.